Event description:
Related manufacturer reference number: 2017865-2023-20297. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise. Both the ra and rv leads were explanted and were replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Visual examination found an external abrasion located at the proximal region of the lead breaching the outer insulation and exposing the outer coil that was caused by friction to the device can be noted at 6.6 cm to 6.8 cm from the connector pin. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.